Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed but did not replicated. For clarification, the instrument was found to have a low torque failures based on log review. Review of the logs found that the instrument generated 13 strong grip failures. The instrument was installed on an in-house system. The instrument passed the self test, ceramic dot verification and energy delivery test. A review of the site's complaint history identified the complaint for the other vse with the same issue during the procedure. The additional instrument is being submitted under the report with patient identifier 251436. A review of system logs do not show that a procedure was performed on (B)(6) 2020 on system sk1412, which was reportedly the system used. Based on the information provided at this time, this complaint is being reported because the failure mode noted in failure analysis investigations could lead to insufficient sealing. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur blank MDR field information: follow-up was attempted, but the patient information for blank fields in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Is not applicable because the product is not implantable. Is blank because it is unknown if the initial reporter submitted a report to the FDA. Is not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had an error of sealing malfunction. The procedure was reportedly completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information. The clinical sales representative (csr) confirmed that when the customer pressed the blue pedal, they received an error on the screen. The csr contacted technical support and found that this error was a torque issue. The csr tried swapping out 2 arms and 2 different systems but the issue with the vse continued. Trying a second vse resulted in the same error. The csr tried adjusting the drape, but still the issue continued. The customer replaced the instrument with a bipolar instrument and the surgery was completed robotically. There was no report of patient injury.